Event description:
Revision surgery - due to pain, and a subluxed (partial dislocation of a joint) tibia.

Manufacturer narrative:
The reason for this revision surgery was identified as subluxation after 4.75 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr #10782 involved two stems that were scrapped due to an undersized feature. A review of the product complaint report history shows this is the 14th complaint for this product: two due to dislocation, one due to infection, six for stability/poor joint issues, one due to pain, one due to trauma, two for device loosening, and one fixation/poor joint to bone. This is the first complaint for this lot number. The root cause for the subluxation could not be determined with confidence. Several factors not related to the implant can play a role in subluxation/dislocation such as; loose joint from soft tissues and patient activity. The information reviewed showed the product used met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.